Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening, yellow particles in the surface of the shell, and device appearance (observed 40 mm dark patch edge material inside gel device). The device was underweight. A microscopic analysis was performed which identify a striated opening in the anterior side. Based on the device analysis the final assessment is a striated opening in the anterior side (in the same edge) assessed as surgical damage. Additional, changed, and/or corrected data: d.9; g.2; h.3; h.6.

Event description:
Physician reported left side capsular contracture, baker grade IV, confirmed by ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported left side capsular contracture, baker grade IV, confirmed by ultrasound. Device has been explanted.